Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has lost stimulation due to the ipg no longer being able to communicate with the charger and programmer. It was also reported the pt has not used her scs system since 2007. As a result, the pt plans to undergo surgical intervention.